Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However; during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.